Event description:
Other: implant failure. Placement site no: 1p. Immediate loading: yes. Patient code: 1924. Device code: 1863. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports: #mw5176449, #mw5176450, #mw5176451.